Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Na. The customer reported the device was discarded.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device via a 6f sheath after an iliac stent procedure. Reportedly, when the device was advanced into the artery, it did not ¿feel right¿; however, no resistance was noted. The plunger was deployed and when the device was pulled back against the vessel wall, it ¿did not feel right¿; however, the clip was deployed. There was still pulsatile blood flow and hemostasis was not achieved with the starclose se clip. Manual arterial compression was applied and the physician checked for pulse in the leg. There was no pulse so cut down surgery was performed. It was noted during the cut down surgery that the clip of the starclose se had grabbed the vessel¿s posterior wall and there was a pseudoaneurysm. The clip was surgically removed the vessel was repaired. Hemostasis was achieved with surgical suturing. There was a clinically significant delay due to the need for surgery. Hospitalization was not prolonged. There was no adverse patient sequela.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. MFR site - contact office name.